Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has been experiencing a kind of burning sensation, some pain in the back pocket area, where the implant is. Patient said they don't feel it all the time, just every now and then but it has been happening more and more. Patient said they feel it sometimes if they sit wrong or lay wrong in bed and they can feel it move under the skin so they try changing positions. Patient said the burning pain raises up to their waist and up the side of their hip. Patient said it's been a good month since they first noticed and, when asked, the patient confirmed (B)(6) 2022. Asked patient if they've tried decreasing stim or turning stim off and patient said they've had stim off for over a year now. Patient said they haven't had to rely on it anymore because it helped them be able to urinate again on their own. Patient said their hcp told them they could leave ins implanted. The patient was redirected to their healthcare provider to further address the issue. Relevant medical information was provided that the patient noted a hand surgery procedure.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of being able to feel it moved was determined, however no cause was clarified. Patient stated they could not sleep on the side of the implant they got burning pain in their right buttock region they noted steps taken would be removal of device after no usage for over a year and that the removal had not yet been scheduled. Patient called back at a later date and said they were scheduled for removal a week after unrelated procedures because they no longer needed the therapy. They stated the believed what stopped their bladder were pain injections that they got for their spine from their pain doctor. They stated they were told by their doctor that wasn't possible, patient got the therapy implanted at that time, however months after the injection wore off their bladder started working again so they no longer needed the therapy.